Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact on the customer's blood glucose level. The customer was able to successfully load a cartridge and resume insulin therapy before contacting technical support.